Event description:
It was reported by svc report that the fowler was drifting and the footboard lights are not illuminating for lock-out controls. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard.